Event description:
A caller reported a malfunction on the pump with malfunction code malf 12, although there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues arise.